Event description:
Lap appendicectomy - "during the latter part of the case, a small black object was seen inside the pts abdomen. On inspection after the case it was observed that the same shaped hole was seem in the septum seal. "Hospital has requested the same batch of sterile product be swapped out".

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.